Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with reservoir leaks. The customer states the set came off, and when trying to connect a new set, the reservoir leaked. The customer's blood glucose level at the time of incident was unknown. The customer states the reservoir was discarded. The customer states the location of the leak was passed the black rings. Troubleshoot was conducted. The customer is being set out replacement set and reservoir. The customer was advised to call back if issues persist.